Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch #unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: do you suspect that the ech60r devices might be related to the ruptures of the pancreas¿ in each procedure? The surgeon indeed suspect the pancreatic ruptures might be because of the slr because during quite some time he already uses the echelon stapler with a gst reload (without slr), where he barely sees ruptures. - it looks like the reinforcement causes extra pressure at site of the mesh causing the pancreas to rupture more easily. - when I only use a gst reload (without slr), once fired the pancreatic tissue has room to expand between the individual staples, whereas the tissue does not have this space for expansion when using the slr because it creates a plane of compression across the total staple line. This ¿overcompression¿ may result in the pancreas to rupture next to the staple line. ¿ can you confirm what staplers were used in conjunction with the ech60r? Were these johnson & johnson staplers? The staplers used were jnj staplers with reference (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure a fistula developed because of rupture of the pancreas, during firing the device.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2025. Video summary: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows tissue manipulation, a device with a white reload and with buttresses loaded is showed. At the 02:42 mark the device is placed and closed over tissue. At the 03:08 mark the device is firing. At the 03:20 mark the device is opened and significant bleeding is observed in the tissue. However, due to significant bleeding and tissue on staples line proper/improper form of staples cannot be determined. Additionally, the buttresses were observed properly loaded on the staple line. Based on the video the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device ech60r; udcdlzk0 number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2025. Video was received. Any additional information obtained from the video evaluation will be included as part of the product investigation.